Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the damaged muffler, and as a precautionary measure, the scroll compressor was also replaced. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during service/test of a cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse) that the muffler was damaged and an abnormal noise was heard from the scroll compressor. There was no patient involvement, thus no adverse event was reported.